Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used during a laparoscopic liver resection and ¿suspicion of gas embolism arose during treatment of the liver parenchyma. As pointed out by the anesthesiology department, pringle was canceled and the surgery was temporarily suspended because spo2 had fallen to 90 to 80 levels. This is thought to be due to the fact that a small hole was left in the vein wall when the area around the middle hepatic vein was dissected with cusa, and that cvp was controlled by restricting the infusion during anesthesia management. Airseal was used in smoke evacuation mode with a gas flow rate of 40 l/min and a pneumoperitoneum pressure of 10 mmhg, but after spo2 decreased, the pneumoperitoneum pressure was changed to 8 mmhg and continued use. The facility conducted a blood gas test and confirmed that the pco2 had dropped from 70 to 40 and the spo2 had returned to 100, and the surgery was resumed.¿. The procedure was completed. The sem-evac, airseal bifurcated smoke evac filtered tube set will be listed as a concomitant device and there was no allegation against it. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient was suspected to have a gas embolism.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised the following: improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 120v was being used during a laparoscopic liver resection and ¿suspicion of gas embolism arose during treatment of the liver parenchyma. As pointed out by the anesthesiology department, pringle was canceled and the surgery was temporarily suspended because spo2 had fallen to 90 to 80 levels. This is thought to be due to the fact that a small hole was left in the vein wall when the area around the middle hepatic vein was dissected with cusa, and that cvp was controlled by restricting the infusion during anesthesia management. Airseal was used in smoke evacuation mode with a gas flow rate of 40 l/min and a pneumoperitoneum pressure of 10 mmhg, but after spo2 decreased, the pneumoperitoneum pressure was changed to 8 mmhg and continued use. The facility conducted a blood gas test and confirmed that the pco2 had dropped from 70 to 40 and the spo2 had returned to 100, and the surgery was resumed.¿ the procedure was completed. The sem-evac, airseal bifurcated smoke evac filtered tube set will be listed as a concomitant device and there was no allegation against it. This report is being raised on the basis of injury due to device with no report of malfunction being used during a procedure where the patient was suspected to have a gas embolism.